Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the ccd. It is random failure. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. This report is being filed as part of the pentax backlog management plan.

Event description:
A bright spot found on the image during installation right after unboxing the scope. This event occurred at the time of before use. There was no report of patient harm.